Event description:
It was reported that, "iol implanted on the right eye of pt, in 1999. On 12/10/1999, pt had "v": 4/10 but no inflammatory reaction. On 12/17/1999, only light perception, cloudy "vitafous"? - tyndall fibrinoid reaction on "tae" lens. Treatment: atropine and maxitol ointment and intravitreal cephacidal and gentamycin."